Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-jun-2024, it was reported that patient was hospitalized for 2 days. The blood glucose level was 39 mg/dl at the time of event therefore the patient was treated with glucagon. No further information was available.

Manufacturer narrative:
E1: (B)(6).